Event description:
It was reported by the sales rep that after completing the surgery the doctor attempted to remove the pin located in the tibia. The tip broke off; the doctor attempted to remove the pin, and then decided to leave it in the pt.

Manufacturer narrative:
As of 08/20/2009, the pin has not been returned for eval. No conclusion can be drawn.